Event description:
A dreamstation auto CPAP was returned to a third-party service center. There was no initial alleged complaint found. During the evaluation conducted at the third-party service center, the device was visually inspected, and evidence of foam particles was identified. Additionally, the service technician found dust contamination and the device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.